Event description:
Per dealer, while driving the chair the joystick battery indicator shows full charge, but under a load the batteries are actually reading low at 3 volts each under a load test. Dealer question why is the battery show indicator full when they are not. Dealer would like us to improve the product by putting a volt indicator on the joystick so end users will get stranded.